Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was closed to 600 mg/dl. The customer was not treated with a back up plan because she has lost her medicine bag yesterday with all of her medications customer was advised to check his blood glucose again and it was 349 mg/dl. Customer¿s current blood glucose level was 433 mg/dl. The customer was treated with 5.6 units using her system. The customer was advised to discontinue using the pump and revert to her back up plan the insulin pump will not be returned for analysis.